Manufacturer narrative:
(B)(4) - indication for use. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported patient effects of angina and restenosis, as listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use, are known patient effects that may be associated with the use of coronary stents. It was reported the xience xpedition stents were used to treat in-stent restenosis. It should be noted the indications section of the IFU states: the xience xpedition stent system is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. The reported violation of the IFU does not appear to have caused or contributed to the reported difficulties. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure to treat in-stent restenosis of an unknown stent. A 3.0 x 33 mm xience xpedition stent and a 3.0 x 15 mm xience xpedition stent were implanted at the target site in the left anterior descending artery. On (B)(6) 2014, the patient was re-hospitalized with angina. Angiography was performed and in-stent restenosis was noted in the xience xpedition stents. A 3.0 x 22 mm non-abbott stent, a 3.0 x 12 mm non-abbott stent and a 3.5 x 12 mm non-abbott stent were implanted to treat the restenosis. The patient was discharged to home in good condition. No additional information was provided.